Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was confirmed. The video controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had distorted images during a case. No pt injury was reported.